Manufacturer narrative:
A steris service technician arrived on site and found the leak originating from the recirculation hose. The technician replaced the recirculation hose and ran a test cycle; the unit was confirmed operational and returned to service.

Event description:
The user facility reported that their reliance vision washer was leaking water. The leak was reported to spread approximately 6 feet away from the unit; the leak was contained and cleaned up by using towels and sheets. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.